Event description:
Pump declared alarm during loading process, leading to a cartridge alarm recurrence. No impact on customer¿s blood glucose level was reported as there was a decline to answer. The customer was unable to resume insulin therapy and was advised to switch to backup therapy using mdi.